Event description:
During performance of lower anterior colon resection, the proximate intraluminal stapler was placed in position for stapling by dr and while trying to fasten white tip of instrument to main body of stapler - blue locking neck broke off in pt disabling instrument.